Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: aneurysm formation within absorb scaffold region in a previously diffusely diseased lad vessel. The reported patient effects of aneurysm, angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The 2.5x18mm and 3.0x18mm absorb devices referenced are being filed under separate medwatch MFR numbers. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a mid left anterior descending artery (lad). A 3.0 x 48 mm xience prox stent was deployed in the proximal lad and a 2.75 x 9 mm non-abbott stent was deployed in the diagonal. Kissing balloon post-dilatation was performed with 3.5 x 3.0 balloons. Distal to this, in the mid lad, pre-dilatation was performed with 2.5 mm cutting balloons. Intravascular ultrasound (ivus) was used throughout the procedure. A 2.5 x 28 mm, 2.5 x 18 mm and 3.0 x 18 mm absorb scaffolds were implanted. Post-dilatation was performed with a 2.5 mm, 2.75 mm, and 3.0 mm nc balloon catheters. Ivus showed good results. Final angiography showed the scaffolds looked good. Three months later, while performing a procedure in the circumflex artery, angiography of the lad showed minor scaffold thrombosis. On (B)(6) 2016, the patient presented with acute coronary syndrome, chest pain and a small troponin rise. Angiography confirmed all three scaffolds had high levels of evagination due to absorb aneurysm formation. Thrombosis was also confirmed. The patient is currently on anticoagulation medication and optical frequency digital imaging (ofdi) will be performed. No additional information was provided.